Event description:
The international customer reported low minute volume. The customer reported patient involvement with no harm to the patient.

Manufacturer narrative:
No evaluation info was provided to philips.